Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and analysis revealed loose/detached ema wire bonds.(B)(4).

Event description:
It was reported that the patient reported to the hospital with dizzy spells and had fallen. An attempt to interrogate the patient's pacemaker was unsuccessful and no magnet rate was seen. About three months prior to this, the device's longevity was estimated to be about one to three years. The device was thought to have experienced premature end-of-life. The device was explanted and replaced. No patient complications have been reported as a result of this event.